Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic burning sensation") in an adult female patient who had essure (batch no. C03093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included constipation, crying, heat intolerance, cold intolerance, hair loss, seasonal allergy, appetite lost, dizziness, chronic cervicitis and constipation. Concomitant products included eugynon (aviane) in 2015 for contraception. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dyspareunia ("painful intercourse"), hypoaesthesia ("numbness, neurological conditions or problems type: numbness in extremities"), depression ("depression"), nausea ("nausea"), the first episode of weight increased ("weight gain"), pruritus ("itching"), pain ("generalized body aches"), arthralgia ("joint pain and stiffness"), joint stiffness ("joint pain and stiffness"), perineal pain ("perineal pain") and abdominal distension ("bloating"). In 2016, the patient experienced headache ("headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced anxiety ("anxiety"), the second episode of weight increased ("weight gain"), abdominal pain lower ("lower abdominal near ovaries") and vulvovaginal pain ("pain, vaginal"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, hypoaesthesia, headache, depression, nausea, pruritus, pain and arthralgia had resolved and the dyspareunia, anxiety, the last episode of weight increased, migraine, joint stiffness, perineal pain, abdominal distension, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, depression, dyspareunia, fatigue, headache, hypoaesthesia, joint stiffness, migraine, nausea, pain, pelvic pain, perineal pain, pruritus, vulvovaginal pain, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion concerning the injuries in the case, the following ones were described in patient's medical records: dyspareunia, pelvic pain, perineal pain, fatigue, abdominal distension, depression, hypoaesthesia, arthralgia, anxiety, weight increased most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient demographic information, product indication updated, lot no, concomitant disease and medications, new events migraine, nausea, weight increased, itching, pain, arthralgia, perineal pain, abdominal distension, abdominal pain lower and vulvovaginal pain added. Outcome for the events pelvic pain, headache, nausea, hypoaesthesia, fatigue, depression, itching, pain, arthralgia and joint stiffness added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic burning sensation") in a 26-year-old female patient who had essure (batch no. C03093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included constipation, crying, heat intolerance, cold intolerance, hair loss, seasonal allergy, appetite lost, dizziness, chronic cervicitis, constipation, testosterone low since 2017 and thoracic outlet syndrome since 2017. Concomitant products included eugynon (aviane) in 2015 for contraception. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("difficult to place one of the coils"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dyspareunia ("painful intercourse"), hypoaesthesia ("numbness, neurological conditions or problems type: numbness in extremities"), headache ("headaches"), depression ("depression"), nausea ("nausea"), the first episode of weight increased ("weight gain"), pruritus ("itching"), pain ("generalized body aches"), arthralgia ("joint pain and stiffness"), joint stiffness ("joint pain and stiffness"), perineal pain ("perineal pain") and abdominal distension ("bloating"). In 2016, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced anxiety ("anxiety"), the second episode of weight increased ("weight gain"), abdominal pain lower ("pain lower abdominal near ovaries") and vulvovaginal pain ("pain, vaginal"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, hypoaesthesia, headache, depression, nausea, pruritus, pain and arthralgia had resolved and the dyspareunia, anxiety, the last episode of weight increased, migraine, joint stiffness, perineal pain, abdominal distension, abdominal pain lower, vulvovaginal pain and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, complication of device insertion, depression, dyspareunia, fatigue, headache, hypoaesthesia, joint stiffness, migraine, nausea, pain, pelvic pain, perineal pain, pruritus, vulvovaginal pain, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: dyspareunia, pelvic pain, perineal pain, fatigue, abdominal distension, depression, hypoaesthesia, arthralgia, anxiety, weight increased. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received. Concomitant disease added. Events difficult to place one of the coils added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic burning sensation") in a 26-year-old female patient who had essure (batch no. C03093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult to place one of the coils" on (B)(6) 2014. The patient's concurrent conditions included constipation, crying, heat intolerance, cold intolerance, hair loss, seasonal allergy, appetite lost, dizziness, chronic cervicitis, constipation, testosterone low since 2017 and thoracic outlet syndrome since 2017. Concomitant products included eugynon (aviane) in 2015 for contraception. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dyspareunia ("painful intercourse"), hypoaesthesia ("numbness, neurological conditions or problems type: numbness in extremities"), headache ("headaches"), depression ("depression"), nausea ("nausea"), the first episode of weight increased ("weight gain"), pruritus ("itching"), pain ("generalized body aches"), arthralgia ("joint pain and stiffness"), joint stiffness ("joint pain and stiffness"), perineal pain ("perineal pain") and abdominal distension ("bloating"). In 2016, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced anxiety ("anxiety"), the second episode of weight increased ("weight gain"), abdominal pain lower ("pain lower abdominal near ovaries") and vulvovaginal pain ("pain, vaginal"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, hypoaesthesia, headache, depression, nausea, pruritus, pain and arthralgia had resolved and the dyspareunia, anxiety, the last episode of weight increased, migraine, joint stiffness, perineal pain, abdominal distension, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, depression, dyspareunia, fatigue, headache, hypoaesthesia, joint stiffness, migraine, nausea, pain, pelvic pain, perineal pain, pruritus, vulvovaginal pain, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion concerning the injuries in the case, the following ones were described in patient's medical records: dyspareunia, pelvic pain, perineal pain, fatigue, abdominal distension, depression, hypoaesthesia, arthralgia, anxiety, weight increased quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dyspareunia ("painful intercourse"), hypoaesthesia ("numbness"), headache ("headaches"), depression ("depression"), anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, dyspareunia, hypoaesthesia, headache, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, headache, hypoaesthesia, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.